Manufacturer narrative:
Insulin pump was received with no button error alarm, numbers ramping or scrolling screens noted. However all buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and battery out limit alarm. The customer¿s blood glucose was 212 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the menu continued to scroll when trying to program the insulin pump. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.